Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction (g1) - contact office address: (B)(6). Batch record review: lot 7e01552 was manufactured on 5/19/2017, ats #2 manufacturing line. With a total of (B)(4)market units. Complaint investigator ID 6055 performed a batch record review on (B)(6) 2021, description natura d/hesive mldacwhtmed45mm(1x10) us, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom and all the tooling information documented was also correct. Sap material 1703890 and manufacturing order 1346394. The batch record review supports that there were no discrepancies related to the issue reported. Returned sample evaluation: there is no photograph associated with this case and no unused return sample was expected. Conclusion summary of the related event: based on the preliminary investigation performed, no issues related to the customer experience were found in the batch record review. The sterilization certificate indicates that the results of the quality tests were satisfactory, and the product received the indicated doses within the precision and accuracy of the dosimetry system employed. In addition, no significant changes have been made in the process or in the product components that could cause the adverse effects reported by the customer. Photos were received for complaint (B)(4) but the condition could not be confirmed through the pictures provided. No pictures were received for the rest of the complaints and per customer description there is no product malfunction confirmed. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported by the end user that "last year" his "moldable skin barrier opening rolled back onto his stoma and as a result cut his stoma". He reported "a small amount" of bleeding to the area that resolved without intervention. The cut was "less than 7 mm". He reports " he stopped using the product and the area resolved". He informed that he applies baby oil in the pouch. He did not seek medical attention. No photographs depicting the reported complaint issue was submitted by the complainant. The end user did retain the lot number and product number from the skin barrier that resulted in the cut.